Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a breast pad. The customer states that during the removal of the foil, the pads rip leaving small residual pieces on the foil and sometimes on the patient's breast. An infant had small parts of the pad in its mouth. Also, the sheet gets porous after about three days of use. The duration of use was two days. There were no consequences to the patient as a result. No allergic reaction and the pieces were removed from the infant's mouth.